Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. Subsequently the pump battery fully depleted and shut down. The pump was able to turn on and charge successfully while plugged into an alternate wall adapter and an alternate usb cable. Blood glucose was between 135-235 mg/dl.